Event description:
Ous MDR - after an implantation time of about 11 months, it was reported that the pacemaker was at eri. The implant was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The pacemaker was returned for analysis. The production process for this device was reviewed as part of the analysis. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. First, the therapy abilities of the pacemaker were reviewed. The anti-tachycardia output signal corresponded with the programmed values and device sensing was fully functioning. The pacemaker was within specifications with respect to device functioning. Additional analysis interrogated pacemaker status and the clinical observation was confirmed. The implant switched the battery status to eri on (B)(6) 2014. The pacemaker memory was then examined, especially the battery history. The battery was not discharged and power consumption was normal. The eri battery status was successfully reset. Subsequent interrogation showed, as expected, an ok battery status. A stress test at various temperatures showed the implant to be fully functional. A detailed examination of the follow-up data showed that the implant was programmed with high-current parameters (7.5v @ 1.25ms) on (B)(6) 2014. We assume that this specific high-current programming led to the temporary battery impedance increase and thus caused the eri battery state. Summary: the analysis showed that the eri battery status was not triggered by an actual discharged battery but was from a temporary battery impedance increase in combination with device programmed to a high-current program. After an eri battery status reset, the implant proved to be fully functional. The ability to deliver therapy was, at no time, ever compromised.